Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable tsh elecsys cobas e 200 v2, elecsys ft3 iii, and elecsys ft4 iii assay results for 1 patient sample on a cobas 8000 e 602 module, serial number (B)(4). This medwatch covers the ft4 iii patient results. Refer to medwatch with patient identifier (B)(6) for information regarding ft3 iii results and medwatch with patient identifier (B)(6) for information regarding tsh results. (B)(6). The results were reported outside of the laboratory.

Manufacturer narrative:
The patient sample was returned for investigation. The results indicate the presence of a sa (streptavidin) interference. The rarely occurring event of this interfering factor is covered by a disclaimer in the section limitation ¿ interference in the method sheets of all applicable products: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." A general product problem could be excluded.